Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead demonstrated multiple signs of wear along the lead. In the distal area of the lead, in the tricuspid valve level, the insulation was damaged as a result of friction. This insulation damage can be considered as the root cause for the observed noise in the rv and ff channel which led to the detection of vf episodes with shock delivery as mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the damaged lead body was most likely located in the area of the tricuspid valve and had been subject to significant mechanical stress. Severe interaction between the cusps of the atrio ventricular valve and the lead should be taken into consideration. The deformation at the proximal end of the rv shock coil resulted most like from tensile forces which occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem for the lead. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - after an implantation period of about 27 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.